Event description:
It was reported that the programmer's printer continually "gave difficulties" while trying to print. It was further reported that the programmer's stylus "failed." The service disk was run but the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm any issues with the printer but did confirm that the stylus was not working and therefore the stylus was replaced and calibrated. Analysis also found that the electrocardiogram (ECG) connector of the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated. Analysis also found that the system fan and the power supply fan were noisy and both the system fan and the power supply were replaced. Concomitant products: product ID 2067l radiofrequency programmer head. (B)(4).